Event description:
A report was received that several contacts on the patient¿s lead were showing high impedances. The patient underwent an explant procedure wherein it was discovered that the lead was bent and fractured at the end of the splitter. The physician believed the bending of the lead caused the fracture and that the lead was fractured before the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.